Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked and had air bubbles in the tubing that couldn't be expelled during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6), 2022, due to premature rupture of membranes, the patient was given intravenous infusion of oxytocin as instructed by the doctor. When the nurse exhaust the air before venipuncture, it was found that the venous indwelling needle was leaking, and there were bubbles in the hose, which could not be exhausted. The new indwelling needle was replaced and intravenous infusion was carried out again according to the operation process, which went smoothly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1020815. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked and had air bubbles in the tubing that couldn't be expelled during the infusion. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, due to premature rupture of membranes, the patient was given intravenous infusion of oxytocin as instructed by the doctor. When the nurse exhaust the air before venipuncture, it was found that the venous indwelling needle was leaking, and there were bubbles in the hose, which could not be exhausted. The new indwelling needle was replaced and intravenous infusion was carried out again according to the operation process, which went smoothly."